Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver lost power during use but no red blinking warning is displayed. Io access was not achieved after three attempts by a medical practitioner and paramedic. Intravenous access was achieved. There was no patient harm.